Event description:
It was reported that after 15 minutes of treatment with polyflux 170h dialyzer, patient experienced an allergic reaction initially manifested by nausea and profuse sweating. Cardiac monitoring and oxygen inhalation were initiated. Dexamethasone sodium phosphate (5 mg) was administered intravenously. As the patient's symptoms failed to subside, hemofiltration (hdf) was discontinued and therapy was switched to hemodialysis (hd). The dialyzer was replaced. "Bring blood back" was performed: an intravenous infusion of 250 ml 5% glucose injection combined with 40 ml 50% glucose injection was subsequently administered. The patient maintained stable vital signs thereafter. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.